Event description:
Affiliate reports that the eds iii was blocked. There was no flow at the liquid gauge which resulted in a system replacement. A risk of infection was reported. The customer prefers using the edsii.